Event description:
It was reported the patient¿s lead was confirmed outside of the foramen via x-ray. The patient had less than fifty percent therapy relief. Upon replacement, the lead appeared to be coiled and twisted several times. The patient was receiving effective therapy following the replacement.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0kk2l, implanted: (B)(6) 2014, explanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Manufacturer narrative:
Final device analysis of the lead revealed the following: the body of the lead was twisted. There was a short, from overstress damage, between the #0, #2, and #3 circuits underneath the #0 connector. Insulation was twisted underneath the #0 connector.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.